Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation the technician observed extensive damage consistent with the device being handled outside its specification. Multiple components were replaced including outer casings, spm assembly and the compressor cable. Investigation was closed as related to user handling. The device was repaired, recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old patient (gender unknown), the device displayed a "compressor failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.